Manufacturer narrative:
Device evaluated by MFR.: a watchman truseal access system with blood present in the device was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed the sheath was kinked. Inspection of the remainder of the device found no other damage or defects. The observed damage was attributed to procedural factors as the most likely cause of the damage due to the forces that are put upon the device during insertion, advancing, and manipulation. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that kink occurred, and procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure it was found that the front end of the was sheath was kinked. The procedure was cancelled, and the patient was under general anesthesia. The patient condition following procedure was stable.

Event description:
It was reported that kink occurred, and procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure it was found that the front end of the was sheath was kinked. The procedure was cancelled, and the patient was under general anesthesia. The patient condition following procedure was stable.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.